Event description:
Customer called to inquire how to photoactivate after collecting one cycle. Occlusion patient alarms were encountered. Customer stated the patient had a reaction involving hypotension, light-headedness, and nausea at the end of the first buffy coat collection. Nurse attempted saline bolus to treat the symptoms, but the patient's peripheral line (18ga needle) infiltrated. Patient was placed in trendelenberg position and symptoms subsided after approximately 10-15 minutes without further intervention. Css informed the customer they would need to establish another access, complete the return cycle, and then photoactivate. During the call, customer stated the other operators are unable to start another peripheral line. Customer planned on aborting the treatment. The customer elected not to return the kit for investigation.

Manufacturer narrative:
The system was used for treatment. From a uvadex perspective, there is no evidence to suggest a causal relationship between the drug and the adverse event. This case is serious, unrelated and unexpected to uvadex. This is not reportable from a drug perspective. From a device perspective this event did not cause or contribute to a death or serious injury; there was no device malfunction. The kit lot number and the uvadex lot number were not reported; therefore, no batch record review could be performed. A review of complaint categories shows no trends for hypotension, nausea, almost fainted/felt faint, access issues, or occlusion patient alarm. No CAPA has been initiated for these complaint categories. Based on the internal medical assessment, the adverse event is related to the fluid shift which is normal during ecp procedure. The patient's underlying condition did not allow them to tolerate the fluid shift which caused the medical intervention to be required. Since the event happened during treatment and the operator needed to find another access, the patient was put in trendelenburg position. This case is reportable as an MDR due to the medical intervention. This assessment is based on information available at the time of investigation. No product was returned for investigation; therefore it could not be determined if the product met specifications based solely on information provided by the customer. Complaints are monitored through tracking and trending. Should a trend arise, further action will be taken through the therakos CAPA /continuous improvement process. (B)(4).